Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: can you please provide more event details? What troubleshooting steps were attempted to open the device (squeezing the closing trigger while simultaneously depressing the anvil release button, manual knife reverse switch)? Did the jaws eventually open? Response: users followed the sop of troubleshooting steps to open the jaw, but the knife of device was still stuck, even squeezing the closing trigger.

Manufacturer narrative:
(B)(4). Only event year known: 2018. Batch #unk. As a lot/batch was not provided, a device history could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What troubleshooting steps were attempted to open the device (squeezing the closing trigger while simultaneously depressing the anvil release button, manual knife reverse switch)? Did the jaws eventually open?

Event description:
The jaw was jammed, and device couldn't open. There were no patient consequences.